Manufacturer narrative:
Medical record review: the patient had a prophylactic filter successfully deployed prior to a complex knee reconstruction surgery. Approximately four years nine months post filter deployment, the patient presented to the emergency department with complaints of chest pain, sweating, weakness, and shortness of breath. Assessment of the patient demonstrated EKG changes in the inferior leads with 1-mm st elevation. Patient was taken to cath lab for a left heart catheterization and had normal coronary arteries. CT scan was performed the same day which demonstrated pericardial effusion. Two linear metallic foreign body embolizations were also identified, one in the right ventricle the other in the pulmonary artery. Transthoracic echocardiogram was performed which confirmed a circumferential pericardial effusion and also identified a wire protruding from the right ventricle into the pericardium. Patient went to cath lab for a right heart catheterization, pressures were normal and a pericardial tamponade was identified. Patient was taken to cardiac surgery for retrieval of the wire from the right ventricle. An emergency median sternotomy was performed and the patient became hypotensive and bradycardic; the retractor was removed and the patient stabilized. The pericardium was then opened longitudinally with the retractor. The detached filter limb was successfully removed from the right ventricle and the area was repaired. The area was irrigated and mediastinal drainage tubes were placed. A transesophageal echocardiogram was performed and demonstrated complete resolution of the pericardial effusion. The patient tolerated the procedure well and was transferred to the cardiac intensive care unit. Two days post surgery, the drainage tubes were removed. A consultation was performed to discuss retrieval of the filter. It was decided to leave the filter in place since the limbs were perforating through the ivc into surrounding soft tissue. The patient was discharged from the hospital four days post cardiac surgery. There were no retrieval attempts for the detached limb from the pulmonary artery or filter retrieval attempts reported in the medical records received. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information based on review of medical records - it was reported approximately four years nine months post prophylactic inferior vena cava filter deployment for pending orthopedic surgery, the patient presented to the emergency department with complaints of chest pain, sweating. The following day, CT scan performed demonstrated pericardial effusion as well as two linear metallic wires; one detached filter limb was identified within the pulmonary artery; the other detached filter limb was identified perforating the inferior wall of the right ventricle into the pericardium. The patient was taken to cardiac surgery to remove the filter limb from the right ventricle. The filter limb was successfully removed and drainage tubes were placed. No attempt was made at removing the detached filter limb from the pulmonary artery at that time because it was felt it was not causing an issue. The patient tolerated the procedure well and was admitted to the cvicu. Two days post surgery, the drainage tubes were removed and a consultation was performed with vascular surgeon to discuss retrieval of the filter. After consultation with vascular surgeon, it was decided to leave the filter in place since limbs of the filter were extending beyond the caval wall. The patient was discharged from the hospital four days post surgery. There were no retrieval attempts for the detached limb from the pulmonary artery or filter retrieval attempts reported in the medical records received.

Manufacturer narrative:
Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: based on the images provided, filter tilt with the apex against the lateral ivc wall, can be confirmed. Based on the images provided, filter limb perforation of the ivc wall can be confirmed. Based on the images provided, two metallic foreign bodies were identified in the heart on (B)(6) 2013; however, on (B)(6) 2014 a comparison CT scan of the chest and heart did not demonstrate any linear metallic foreign body¿s in the heart. Conclusion: the device was not returned. Images were received. Based on the image review, filter tilt and limb perforation of the ivc can be confirmed. Medical records were provided. The medical records allege a CT scan demonstrated two linear metallic foreign bodies, one in the right ventricle and the other in the pulmonary artery approximately four years and nine months after filter deployment. Surgery was performed in order to remove the metallic wire from the heart. No attempts were made to retrieve the object in the pulmonary artery. Two days after surgery, consultation was performed to discuss retrieval of the filter. A decision was made to leave the filter in place as the limbs were allegedly perforating through the ivc into surrounding soft tissue. There were no attempts made to retrieve the filter. Based on the medical record review, limb detachment and perforation of the ivc can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was not returned and images were not provided. The complaint investigation is inconclusive for the reported event. Therefore, based upon the available info, the definitive root cause for this event is unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide additional patient and product information (product #, lot #, date of birth, weight), which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available.

Event description:
New information: emergent open heart surgery to evaluate and or drain the pericardial effusion and remove the fractured strut. There were no complications during the procedure, the detached filter limb was removed successfully and without incident. There was no attempt made to retrieve the detached filter limb from the descending pulmonary artery.

Event description:
It was reported that approx five years post vena cava filter implantation; two detached filter limbs were discovered in the heart and lung. A few detached filter limbs are reported to be embedded in the ivc wall at the location of the filter. The vena cava filter remains implanted. The pt status at this time is unk.